Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h5, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional additionally reported right side "possible rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, no openings were found in the device and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contraction, baker grade unknown. Device remains implanted.